Manufacturer narrative:
The additional two proglide devices is filed under a separate medwatch report number. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with three proglide device were attempted in the right common femoral artery via 9fr sheath using the preclose technique prior to electrophysiology interventional (ep) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with three proglide devices. An additional proglide device was used for successful suture placement using the preclose technique. The ep procedure was completed and hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.